Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, when the surgeon was impacting the spiral blade, the connecting screw for the helical blade broke. It had to be blown out and put back in freehand, which resulted in prolongation of the surgical time by forty (40) minutes. The broken piece was removed. No back up screw was available to use. Procedure was completed successfully. Patient outcome is unknown. Concomitant device/s reported: unknown helical blade (part# unknown, lot# unknown, quantity#1), unknown impactor (part# unknown, lot# unknown, quantity# 1). This report is for one (1) helical blade coupling screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: initial reporter's name and address: state: (B)(6) & initial reporter postal code provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.